Manufacturer narrative:
The device was received undeployed. The pink slide insert was not visible in the top housing viewing window and the arms of linkage assembly were in a not deployed state. Upon pod opening, the linkage assembly completely retracted and the slide insert moved forward and was held by catch beam. However, the hard cannula was observed to be bent, misaligned and the soft cannula nail head was not mounted in the slide insert. The download data shows that the device delivered 46 first prime pulses before being deactivated at 56 pulses. No abnormalities were seen in the data. The incorrectly installed chassis sub assembly resulted in the needle not deploying as intended even though the device completed both first and second priming sequences.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula was not visible; indicating the needle mechanism did not deploy as intended. The pod was not worn and no adverse patient impact was reported.